Event description:
In 2009, the lay user/patient reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ping meter read inaccurately low. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. The pt reported readings of 467, 527, and 453 mg/dl on the meter and 555, 593, and "high" on the other meter. Based on statistical criteria, the difference between these results falls outside the expected value of <=30%. The pt did not receive any treatment or suffer any injury due to the issue. The test strips were in good condition and the pt's testing technique was correct, and the puncture area was cleaned correctly. The test strips were within expiration dating and in good condition. The meter was set to the correct unit of measure at the time of testing. A quality control test was performed, with failing results. The issue was not resolved through troubleshooting, and the product is now new (out of box). This complaint is being reported because the difference between the results fell outside the expected value based on statistical criteria. The product did not cause or contribute to injury because the pt did not suffer any injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.